Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4). (B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Revision surgery due to cystic formations on the talus & tibia.